Event description:
The patient was implanted with an acute blood pump system and lvad pump for biventricular support. The patient remained critically ill since implant with at least one stroke. Transplant was no longer an option and support was withdrawn.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.